Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd prizm vip pump, mdl 6101, read 0 ml reservoir volume, however the chemo bag had 50 ml of the drug remaining. No additional information is available at this time. No adverse patient effects were reported.